Manufacturer narrative:
(B)(4). G2: report source france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent revision approximately 2 and a half months post implantation due to fractured plate. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The reported ncb pp plate was returned and was examined by the product surveillance team. The plate was found to have fractured through the central hole of a three-hole pattern. Macroscopically, scratches were visible, primarily on the non-bone-facing surface. On the bone-facing surface, abrasion marks were observed close to the fracture site. It is not known whether cables were used to stabilize the fracture. Polished areas were identified on both fracture surfaces. These are most likely post-fracture features caused by repeated contact between the two fractured fragments. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The patient presented with a broken peri-prosthetic plate, which had been initially implanted and subsequently after 2 and a half months post implantation was explanted. Visual inspection confirmed a plate fracture extending through the central hole of a three-hole pattern. Polished regions observed on the fracture surfaces suggest contact between the parts following the fracture event. Abrasion marks and scratches were observed on the bone-facing side of the plate near the fracture site. With the available information and performed investigation, a definitive root cause for the plate fracture cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.